Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer over filled the cartridge. Tandem technical support educated the customer that the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was not adversely impacted.